Manufacturer narrative:
Sections with additional information as of 25-mar-2020: d10: device available for investigation date added. H6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Advocate is calling on behalf of the customer. The customer is concerned with test results obtained of hi fasting and 504 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 100 - 200 mg/dl; customer was unsure of non-fasting blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 479 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/17/2021. The meter memory was reviewed for previous test result history: (B)(6).